Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device triggered elective replacement indicator (eri) early and will need to be replaced as soon as possible. The plan is to replace this device in about four weeks. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device triggered elective replacement indicator (eri) early and will need to be replaced as soon as possible. The plan is to replace this device in about four weeks. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. No adverse patient effects were reported. This device remains in service.